Event description:
Ous MDR - after an implantation time of about 4 months, a drop of the shock impedance to <30 ohm was reported after a repositioning of the atrial lead. The device was explanted. The date of implant was not provided.